Event description:
Diabetic using medtronic minimed paradigm 722 insulin pump with realtime sensor. In use since 2007. First set of 10 sensors worked flawlessly. Started new set lot # e317 -date code: approx seven months later- and have had nothing but problems. Have called medtronic about this problem 4 times. Variations between sensor and actual meter reading of more than 100 is typical. This is totally unacceptable for any medical device. This product has been approved by the FDA and I am wondering what kind of checks are in place. This last batch of sensors I suspect, have been subjected to high -above 120 deg.- temperatures -on a slow ship from china??- and are bad. Called medtronic again tonight, and they said to stop using them and to ship them back. They will ship replacements, but are backordered. Was supposed to get 4 replacements from a call made 06/29/07, but these have not been shipped yet -backordered??-. Was on a medtronic 508 pump for 4 years, so I am not new to pump therapy. Thought the realtime sensor would give me better control. Did lower my hb1ac to 7.0 with the first box of sensors, but now I don't trust them. Medtronic has a carelink web site to enter data from the pump/sensor/meter on a regular basis. This site -or the pump- has a software error, which I have also reported. Shows all bg entries as meter readings when in fact they may not be. Using the bolus wizard sequence calls for the following information to be entered in this order: bg, record in meter -y/n-, carbs, gives a recommended amount of bolus, which can be increased or decreased. Each step requires the press of the act button to accept the entry. When a bg is entered -act key pressed- it is recorded as a meter bg, which may not be the case. The data should be recorded after the next step record in meter -y/n-. A no here -1 byte- would indicate disregard this number. The site is https://carelink.minimed.com/patient/entry.jsp?bhcp, if you would like to check this out. I meter test morning, dinner and bedtime -3 times a day normally- with the sensor. Dates of use: sixteen days in 2007. Diagnosis or reason for use: diabetes with large bg swings. Event reappeared after reintroduction? Yes. Not reprocessed, but can be used for 2-3 day cycles.